Event description:
It was reported impedance measurements showed high impedances, greater than 10,000 ohms, on the patient¿s left side. Case and electrode 3 was 13,447 ohms, 0 and 3 was 14,699 ohms, 1 and 3 was 14,224 ohms, and 2 and 3 was 12,148 ohms. It was noted all other pairs were in the normal range on the left site. The manufacturer representative was going to program around contact 3. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID: 3389s-40, lot# va090aq, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3389s-40, lot# va09214, implanted: (B)(6) 2013, product type lead. (B)(4).